Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) reached out to the robotic coordinator (roco) and there were no further issues. The isi fse advised the roco that if this issue happens again, to contact the isi for further support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when putting the endoscope on the arm it flipped 90-degrees instead of 180-degrees. The caller stated this was the 2nd endoscope and the issue remained. The caller stated the button endoscope up or endoscope down was greyed out. Intuitive surgical, inc. (Isi) technical service engineer (tse) recommended reseating the endoscope and sterile adapter. The isi tse also recommended removing the endoscope from the arm and rotating the endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen. Then, it was suggested to press the clutch button on the arm that was holding the endoscope (to cancel the guided scope change) and reinstall the endoscope onto the arm. The caller stated they couldn't try this at the time of the call and would have to try it after the case. The isi tse tried to view system logs and logs were not available during the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.